Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed the device and self-test were failed. The customer¿s blood glucose level was 147 mg/dl. The customer reported that the insulin pump kept asking blood glucose. It was reported that the customer performed self-test and the insulin pump failed. The customer was advised that he insulin pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was downloaded properly using carelink pro.(B)(4).